Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Event description:
It was reported that on: (B)(6) 2008: pre-op diagnosis: recurrent l3-4 disk herniation with free fragment. Degenerative disk disease at l3-4 and l4-5. Procedure: osteotomy of the inferior facet of l3 and l4. Radical discectomy on left side at l3-4 via transforaminal approach. Osteotomy of posterior-superior lip side at l3-4 via transforaminal approach. Inter body grafting with invasive peek spacer at l3-4 with bone morphogenetic protein. Interbody fusion at l4-5 with bone graft putty allograft and local bone autograft. Left sided osteotomy of posterior superior lip of l5. Transforaminal radical discectomy at l4-5. Placement of invasive peek inter body spacer with bone morphogenetic protein at l4-5. Right sided laminoforaminotomy and mesial facectomy at l3-4. Placement of pedicle screws at l3, l4, l5 and rods. Posterolateral fusion on right side at l3-4, l4, l5, with bone morphogenetic protein, local bone autograft and bone graft putty allograft. Intraoperative fluoroscopy and interpretation. Use of intraoperative microscope. Per op-notes: at l4-5 interspace. Inferior facet of l4 was removed. The disk space was prepared. An invasive peek spacer filled with bone morphogenetic protein was then placed along the cortical apophyseal ring after several invasive trials were used to select appropriate size. The middle column was then packed with bone graft putty allograft and local bone autograft. Attention was then directed to l3-4 disk space, a woodson elevator was used to feel under the ventral thecal sac and a bone morphogenetic protein filled invasive peek spacer was placed along the cortical apophyseal ring. The middle column was again packed with bone graft putty allograft and local bone autograft. Duraseal was used to seal in contents. Additionally, the facet joint complex of l3-4 and l4-5 was decorticated and bone graft putty allograft and bone morphogenetic protein were laid down. The patient alleges unspecified injury due to the use of rhbmp-2.